Event description:
The toothbrush frequently loses bristles. On several occasions while brushing, bristles have come loose and ended up in my mouth, and I have to remove them by hand, with the risk of accidentally swallowing them.